Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filled their tubing while connected to the pump. Reportedly, the fill tubing process was stopped after 17 units of insulin had been delivered into the tubing. The customer reported a blood glucose (bg) level of 215 (mg/dl). The customer stated they would monitor their bg levels and then resume insulin delivery.